Manufacturer narrative:
(B)(4). Date of initial report : 03/14/2016. The unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A review of the appropriate device history records was conducted, and no entries potentially pertinent to the customer's report were noted.

Event description:
The customer reported that the generator self-activated. Specifically, the generator activated in autobipolar mode at zero ohms. An activation tone was heard, and no alarm sounded. There was no harm to the patient.

Manufacturer narrative:
(B)(4). One used forcefx8cas generator was received for evaluation. The reported condition of self-activation was confirmed. The investigation found that the generator activated at zero ohms. The investigation isolated the failure to the autobipolar board, but the root cause of the condition could not be determined. The autobipolar board was replaced to address the condition. A review of the appropriate device history records found no entries potentially pertinent to the customer's report.